Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.